Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 12:29 pm. There was no activity outside of normal use observed in the black box or in the alarm history. An ez-prime sequence was performed correctly and all currents reading were within specification. There was no overheating or errors, alarms or warnings during the investigation. The pump¿s cover was removed and no intermittent condition was found internally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.